Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t wave oversensing due to low amplitude measurements, resulting in the delivery of inappropriate shocks. The patient subsequently presented to the emergency room due to chest pain. The device was reprogrammed and it was noted that the patient was hospitalized. The device system remains in service and no additional adverse patient effects were reported.